Event description:
Unomedical reference number (B)(6) event occurred in the united states event occurred on (B)(6) 2024, it was reported that the patient faced an issue with infusion set cannula bent and insertion site was abdomen. The infusion set was in use for 3 hours. The blood glucose level was over 400 mg/dl. Therefore, the patient was treated with correction injection via mdi. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6) device 2 of 3